Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the pacemaker exhibited far-r oversensing, which resulted in inappropriate auto mode switch (ams). No intervention was made. There were no patient consequences reported.

Manufacturer narrative:
Further information requested but was not received.